Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon (loss of image occurs depending on the position of the cable) was reproduced. It was determined that the cause was due to force applied inside the cable which resulted in cable disconnection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer requested expertise/repair on the 4k camera head. During the routine inspection of the device by olympus, the following reportable malfunction was found: the colorbar was displayed, and the image was not displayed. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and found the colorbar was displayed, image was not displayed due to a faulty cable. Random failure, loss of image depending on the position of the cable of the camera head due to internal stresses. The video cable break without visible damage most likely caused the image problem reported. The defect of the cable is shown to be due to mishandling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.